Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 600 mg/dl. Troubleshooting revealed that the time and date were incorrect. All other programming was correct. Advised the customer to always have the correct time programmed on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.